Manufacturer narrative:
(B)(4). No adverse patient effects were reported as a result of this clinical observation. Technical services advised that since rf telemetry had been lost, the divert command couldn't get through to the device. According to the available information, this device was successfully implanted without further complications. No additional information is available at this time. This event will be updated if any additional information is received. The device was explanted for normal battery depletion five years following the initial clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Boston scientific crm received information that while trying to perform an induction test during implant of this cardiac resynchronization therapy defibrillator (crt-d), a large person stepped in front of the programmer and rf telemetry was lost. A field representative tried to hit the red "divert therapy" button on the programmer, but the test proceeded. The induction test was successful, and the patient converted with a 23 j shock, but the episode could not be seen since telemetry had been lost.